Event description:
A customer's husband reported that while at home, his wife obtained a reading of "hi" on her freestyle mini meter which was higher than she felt. A meter reading of "hi" is any reading greater than 27.8 mmol/l and 500 mg/dl. It was reported that as a result of this reading, she adjusted her insulin and subsequently experienced hypoglycemia, felt "weak and confused." The customer's husband then administered glycogen gel to the customer. The customer did not lose consciousness and did not require any further medical intervention. There was no report of death or permanent impairment in this case.

Manufacturer narrative:
The customer's meter has been returned and an investigation is in process. A follow up will be submitted once investigation results are available.